Event description:
Ambulance personnel attempted to use the device to administer a shock to a person diagnosed in fine ventricular fibrillation. The device allegedly failed to discharge. CPR was continued and the pt transported to the hosp. The pt was not resuscitated.